Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint circuit was visually inspected and pressure tested. Results: visual inspection of the returned expiratory limb revealed a crack on the proximal connector. The distal connector was partially pulled out of the expiratory limb. Pressure testing revealed that the circuit was within specification. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connector coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after six days of use, which suggests that the complaint circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the collar of the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit cracked after six days of use. No patient consequence was reported.